Event description:
It was reported by the patient that programming changes had been made to their implantable pulse generator (ipg) when they were not feeling well and had visited the emergency room for premature ventricular contractions (pvcs), chest problems, complete heart block, and a heart rate lower than it should have been. Follow-up determined that the patient's right ventricular (rv) lead exhibited recurrent non-capture with increasing thresholds that required reprogramming. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.